Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was not able to duplicate the stated problem. They were able to see that some led's were not working. The main board was replaced and calibration and testing was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv1150 unit was not blowing. At this time, there is no information regarding patient involvement associated with the reported event.